Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to d9. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus and evaluated, and the detached pin was confirmed. Based on the results of the investigation, the root cause of the broken off connector pin was excessive use and/or unsuited/inappropriate handling and/or the apply of external force (fall, impact, or shock). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
A review of the (DHR) manufacturing and quality records for the affected serial number was reviewed without detecting any non-conformities or deviations regarding the described issue. The investigation is still in progress; however, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
The customer reported via repair request that during reprocessing, the latching (connector) pin broke off from the rigid telescope. No death or injury and no impact to patient or other has been reported.